Event description:
Stent was inserted over an 0.035 boston amplatz wire through a 7fr destination sheath. It slipped off the balloon while in the sheath and was lodged on the catheter. It was removed from the sheath without ever reaching the target vessel and recovered without further issue.

Manufacturer narrative:
A follow-up report shall be submitted upon completion of the investigation for this event.